Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that their implant had not been active for about 2 years and they were considering having it removed. However, their doctor advised them to keep it in place for an MRI on their pancreas. Patient mentioned that their implant was inactive because they felt uncomfortable and they couldn¿t do anything regarding the tingling sensation and unexpected stimulation. Patient confirmed that their handset was fully charged. Agent had patient turn airplane mode 'on' and 'off' and power on the communicator. Patient confirmed bluetooth is 'on'. Agent had patient close all running applications, launch mystim app and attempt to connect. Patient reported seeing ¿communicator not found¿ message. After pressing 'retry', they saw the message "service code 302: end of service (eos)". For the event date, patient stated about 2 years, confirmed 2023. Agent reviewed information and redirected the patient to their hcp regarding the eos message they received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they could not reach above their head without the sensation. Did not relive their pain (lower back and upper) still needed medications. Surgery for removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated they have no idea what cause was. Patient reported the ins was removed.